Event description:
Nine days post index procedure, the patient complained of chest pain during the hospitalization. Coronary angiography was conducted and thrombus was observed from the proximal edge, to the distal edge, of the initially implanted cypher. The thrombus was treated with aspiration and balloon angioplasty. Additionally, the patient was treated with thrombolytic agent (argatroban hydrate). The patient's symptoms improved after the treatment. The patient was admitted for a procedure with a lesion in the proximal left anterior descending artery. The lesion was a de-novo, concentric and totally occluded with thrombus present. The vessel length was 15-18mm and the vessel diameter was 3.0mm. The lesion was pre-dilated and a 2.75 x 18mm cypher stent was implanted at 24atm. The physician commented that the possible cause of the thrombotic event was that the stent might have been under-dilated, as the stent was small in size compared with the vessel diameter, and was not post-dilated. The patient's medications included the following: aspirin (pre procedure to present), clopidogrel (pre procedure to present), heparin (intra procedure), famotidine (post procedure to present) and argatroban (pre procedure).

Manufacturer narrative:
A 2.5 x 15mm balloon catheter was used during the index procedure. This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that a patient experienced a sub-acute thrombotic event after having a coronary artery stent implanted. The patient's medical history is significant for an acute myocardial infarction and smoking. The indication for the procedure was an acute myocardial infarction. The target lesion was the proximal left anterior descending artery (lad). The lesion was described as de novo, concentric and totally occluded with thrombus. The lesion was pre-dilated followed by the implant of a 2.75mm x 18mm cypher stent at 24 atmospheres. The use of the cypher (B)(4) stent is contraindicated in patients with an acute mi and in lesions where there is unresolved thrombus present. Nine days post index procedure the patient complained of chest pain during the hospitalization. Coronary angiography was conducted and thrombus was observed from the proximal edge, to the distal edge, of the initially implanted cypher. The thrombus was treated with aspiration and balloon angioplasty. Additionally, the patient was treated with thrombolytic agent (argatroban hydrate). The patient's symptoms improved after the treatment. The patient's medications included the following: aspirin (pre procedure to present), clopidogrel (pre procedure to present), heparin (intra procedure), famotidine (post procedure to present) and argatroban (pre procedure). The physician commented that the possible cause of the thrombotic event was that the stent might have been under-dilated, as the stent was small in size compared with the vessel diameter, and was not post-dilated. Ivus was not performed to verify that the stent was under-expanded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Sub-acute thrombosis is a known potential adverse event associated with implanting coronary artery stents. Standard practice dictates that thrombus aspiration should be performed prior to implanting a stent. Review of the information provided suggests procedural factors may have contributed to the reported event. The is nothing in the report or the DHR review to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.